Event description:
The customer from netherlands reported that he purchased a contour xt meter from bol.com and the meter was displaying the units of measurement accompanied with the blood glucose readings in mg/dl instead of mmol/l. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided. The model # (d4) was not provided.

Manufacturer narrative:
The device history and distribution records were reviewed for the suspected contour xt meter with serial # (B)(6). It was determined that the meter was intended for belgium market and distributed in belgium, which was programed to display the units of measurement in mg/dl. The meter was not configured to be distributed in netherlands market. The issue occurred outside of ascensia's control.